Manufacturer narrative:
This report is submitted on january 12, 2021.

Event description:
Per the clinic, the patient experienced pain at the implant site, subsequent to sustaining trauma to the contralateral side of the head. The device was explanted on (B)(6) 2020. The patient has not been reimplanted with a new device as of this report.

Manufacturer narrative:
This report is submitted on 4 march 2021.